Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "error 42" and "error 46" messages. Complainant indicated that there was no patient involvement in the reported malfunction.